Manufacturer narrative:
(B)(4). Date sent: 4/1/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a donor nephrectomy procedure, the stapler had a "loose articulation joint." Device fired and formed staples as indicated. No patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 4/18/2024. D4: batch # 792c26. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No damage on the joint cover was noted. Device history review a manufacturing record evaluation was performed for the finished device batch number 792c26, and no non-conformances were identified.